Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The cgm reading was 252 mg/dl, therefore the patient self-treated with approximately 10 units of insulin. Shortly after the patient experienced symptoms of hypoglycemia, weakness, dizziness and he was feeling sleepy. The patient called emergency services and was taken to the hospital where he was treated with unspecified glucose injections. The patient recovered after the treatment and was discharged the same day. The patient did not remember the exact values for the cgm and the blood glucose during the event, at some point the blood glucose reading was 112 mg/dl and the cgm was 223. At the time of the report, the patient was doing good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.